Event description:
It has been reported that one bd¿ needle 18x1-1/2 rb has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that when needle was opened on the operating room table, white debris was noticed on the hub and inside of the needle. Incident details: an 18g hypodermic needle was open onto the sterile operating room table when it was noticed there was white debris (glue, paint?) On the hub and inside of the needle.

Manufacturer narrative:
H.6. Investigation summary: one sample and one photo were provided for evaluation. The sample came in an open packaging blister. It has the plastic shield. A visual inspection was performed. It has white epoxy drip over at the middle and at the base of the plastic hub. The photo shows the white epoxy drip over. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. Here are the things we've done to improve epoxy splatters and dripovers: re-trained operators on 8feb2019 in regards to inspecting for epoxy dripovers and identify epoxy issues. Modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles. Revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ needle 18x1-1/2 rb has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that when needle was opened on the operating room table, white debris was noticed on the hub and inside of the needle. Incident details: an 18g hypodermic needle was open onto the sterile operating room table when it was noticed there was white debris (glue, paint?) On the hub and inside of the needle.